Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not confirmed, whether there was a problem with the resistance of the stent or the lumen of the tube. No damage to the pipeline tip end, the pipeline pushwire, or the catheter was observed. The tip of the catheter did not move, but they withdrew the microcatheter during normal deployment.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361). As found condition: the pipeline flex braid and phenom 27 catheter were returned inside a biohazard bag and a shipping box. The pushwire was not returned. Visual inspection/damage location details: the braid's distal and proximal ends were found open, with no damage. The catheter tip, marker, and body were examined; no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub, lumen, and tip without issue. Conclusion: based on the returned devices, the customer complaint was not confirmed, as the braid was returned without the pushwire. The braid's distal and proximal ends were found open, with no damage. No damage was found with the catheter. No issue was found during the resistance testing. The cause of the failure to open and the resistance could not be determined. Possible causes of failure to open include vessel tortuosity or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate and the braid was not positioned in the vessel bend, which eliminates these as potential causes. Possible cause of resistance includes a lack of continuous flush with heparinized saline during delivery. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section and encountered resistance in the middle of the phenom. The patient was undergoing surgery for aneurysm mesh implantation of a saccular, unruptured giant aneurysm of left internal carotid artery c5 with a max diameter of 18mm and a 9mm neck diameter. Landing zone: distal: 4.24mm and proximal: 4.73mm. Patient's vessel tortuosity was moderate. Access vessel was the femoral artery puncture. Dapt (dual antiplatelet treatment) was administered, pru level was normal. The angiographic result post procedure showed a giant aneurysm of the left internal carotid artery c5. It was reported that after the microcatheter phenom27 was in place, the stent was routinely hydrated and inserted through the tail end of the microcatheter. After the stent was inserted, the resistance gradually increased before the protective sheath was withdrawn, until it could not be pushed into place at all. After multiple attempts, it failed to be in place. After the microcatheter was withdrawn and replaced, the stent was able to be delivered to the lesion site normally, but the stent tip end was not in good condition and could not be opened. After multiple attempts, it was replaced with a longer stent of the same model and opened and deployed normally. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The additional use of a wire/catheter was required to open the pipeline. The pipeline was reshe athed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 6f115 navien guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.